Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda and image resolution poor. The reported patient effects of tr appears to be due to the slda. Tricuspid valve regurgitation (tr) is a known possible complications associated with triclip procedures. The reported hospitalization and unexpected medical intervention were the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. Two clips were successfully implanted, reducing tr to a grade 2. On an unknown date, the patient returned to the hospital for a follow-up appointment and imaging showed that one of the implanted clips had detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4. On (B)(6) 2025, the patient underwent an additional triclip procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.